Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01734, 3005168196-2020-01735.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral, popliteal and trifurcation arteries using an indigo system separator 8 (sep8), an indigo system aspiration catheter 8 (cat8), a non-penumbra sheath, a non-penumbra catheter and an indigo system aspiration catheter 6 (cat6). During the procedure, the physician completed three passes using the cat8 and sep8. During the fourth pass, the physician experienced resistance while aspirating the clot in the femoral artery using the cat8 and sep8. Subsequently, the distal end of the cat8 kinked and the distal end of the sep8 bent then stretched. Therefore, the sep8 and cat8 were removed. Next, the physician experience resistance while attempting to aspirate thrombus in the trifurcation artery using the cat6 without a separator. Subsequently, the distal end of the cat6 kinked and therefore it was removed. The physician continued the procedure using a non-penumbra catheter but encountered difficulties due to the thrombus being chronic. The procedure was completed using the same sheath and catheter. There was no report of an adverse effect to the patient.